Event description:
Procedure: hernia repair. Reportedly, the balloon was pumped 25 times, then ruptured inside the cavity. All peices were retrieved. No patient injury reported. Pieces were retrieved.